Event description:
It was reported the physician could not get the lead fully seeded into the header block. It was stated the physician unscrewed and still could not advance the lead. Reportedly, a second implantable neurostimulator (ins) was used without any issue and the patient was doing fine. It was later reported the ins was never really implanted and lead would not fully ¿plug in¿ to the ins. It was stated there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va083g3, implanted: (B)(6) 2013, product type lead; product ID neu_wr ench_acc, lot # unknown, product type accessory. (B)(4).